Event description:
It was reported by the patient that they do not have two active pacemakers. The patient stated the pacemaker implanted in 2010 is in active in the body as the patient's heart started rejecting the leads and they became inactive. The patient noted that the voltage was turned up on the pacemaker. The patient then later received an ablation procedure which made the patient pacemaker dependent. The patient then received a new pacemaker system in 2016. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.